Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) interface is damaged. Functional testing was unable to be performed due to the condition of the device. The receiver case was opened for further evaluation. An internal inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a dislodged usb connector.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver was hot to the touch on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and failed. The usb connector is dislodged; therefore, the customer complaint could not be verified. The root cause could not be determined.